Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID 8578, lot# n153155, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. Product ID 8578, lot# n153155, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: accessory. Product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer, healthcare provider, and company representative regarding a patient receiving intrathecal morphine (unknown old concentration and dose) and bupivacaine (unknown old concentration and dose) via an implantable infusion pump. The drug delivered via the new device system was morphine (unknown concentration, 0.40mg/bolus/1.6) and bupivacaine (unknown concentration, 0.100mg/bolus/4.0). The indication for use was noted as non-malignant pain and lumbar radiculopathy. The patient's pump was replaced due to longevity. During the pump replacement, the catheter was also replaced. Per the patient, the healthcare provider (hcp) thought it was damaged to where it was not "giving the patient 100%" and/or giving the patient her maximum. At the patient's last replacement on (B)(6) 2009 they told the patient that she might need the catheter replaced. Additional information was received from a company representative, on (B)(6) 2015. It was noted that he was not aware of the catheter replacement or of the lack of therapy, as the physician ensured that the catheter was working at the time of the pump replacement on (B)(6) 2015. Further information was received from 2 different hcp's on 2015-08-27. One hcp noted that the catheter was replaced, due to the physician "just wanting the patient to have a completely new system", as he had not implanted the patient's previous pump or catheter. No damage or issues with the catheter were noted and no segments were left in the patient. The second hcp alleged that "they were not getting complete therapy" and thought "there may have been damage to the catheter". It was further noted that the catheter was completely replaced and "they would not have replaced the catheter unless there was an issue with the device". The hcp searched through the patient's chart to identify a specific catheter allegation; however, she was unable to find anything documented. The hcp reiterated that there must have been a catheter issue, and thought it was probably just not mentioned in the notes. No further information was obtained regarding this issue. The patient also reported that she had a 10 hour lockout interval on (B)(6) 2015, with the new personal therapy manager (ptm) she received after surgery. The patient accessed her ptm medication dose per day. Before the surgery, she as able to get boluses 6x/day with a 2 hour lockout. However, it was not 6 anymore, and had a lockout interval of 10 hours now. The patient noted that she now understood why it was a 10 hours, after reading the ptm lockout intervals (4x/day, 1x/120 minutes, 1x/2 hours). It was determined that the issue was due to how it was programmed and the programming was not the same as it was prior to the pump and catheter replacement.